Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for major bleeding at the inserted site of the skin due to complexities in medical management. The patient was on warfarin and aspirin at time of event. A blood transfusion was performed, and the wound was sutured. The patient was discharged on (B)(6) 2023.